Manufacturer narrative:
The reported event of failure to pace could not be confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Analysis performed, including output verification, found no anomaly contributing to reported events of failure to pace. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented in the emergency room due to discomfort and dizziness. The device was reprogrammed as an interim solution. During device exchange, loss of capture was observed on the device. The device was explanted and exchanged to resolve event. The patient is recovering.